Event description:
According to the reporter, when the doctor opened the catheter set and the stylet was introduced, the stylet could not be advanced. The catheter was not repaired. There was no leak and no luer adapter issue. Flushing was done prior to use with normal result. There was no catheter dimension issue and the dimension of the catheter matched with what is indicated on the label. No cleaning agent used on the device. Chlorhexidine with alcohol was the cleaning agent used on the insertion site prior to product placement. Nothing unusual observed on the device prior to use. No visible defects/damages found on the product during visual inspection. No other products being utilized with the device. They pull up a new catheter to resolve the issue. It was successfully used and completed the procedure. There was blood loss and blood transfusion was not required. The patient died but the cause was not related to the reported device. Medtronic's initial evaluation of the incident device found that the cannula tip was damaged, bent, or disconnected from the cannula as a result of a manufacturing issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter tip was bent in a way that prevented the guidewire from being advanced. It was reported that there was an issue with the catheter dimension. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.